Event description:
New information available on (B)(4)/2017 states that, the device was explanted and replaced due to normal elective replacement indicator.

Event description:
It was reported that patient presented in clinic for follow-up after experiencing pacemaker syndrome. It was noted that the pulse generator was in back-up. Device download could not be performed because of high battery impedance. Device replacement was discussed due to normal elective replacement indicator. The patient was stable before, during, and after the device interrogation and would continue to be monitored.

Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi (bvvi) was confirmed in the laboratory code corruption. The device was tested on the bench and interrogation was performed in nominal setting and found no anomalies. The device was monitored for several days but the anomaly could not be reproduced and the cause of code corruption could not be determined.